Event description:
Severe back pain and spasms plus left hip and left leg pain and numbness. Pain and spasms increased in intensity 2 years after surgery of lumbar fusion, bone graft (iliac crest and left hip) and pedicle screw placement at 3 levels (4 sets of screws). Dr is insistent on removing these screws and plates.